Event description:
During the coronary artery bypass, the pt's aorta transected approximately 1 cm while performing an aortotomy with the punch. The surgeon experienced difficulty when attempting to remove the punch from the aorta. The surgeon completed the anastomosis with the heartstring seal; and then went back to repair the tear with a "regular running stitch", using a thick prolene suture to fix the tear. The pt was last reported to be in good condition.